Event description:
False positive advia centaur xp troponin ultra results were reported by the customer and considered discordant when compared to the repeat test results from a new reagent lot and calibration. The quality control level 1 was out of range high with the previous reagent lot and recalibration was unsuccessful. The customer performed repeat testing of the patient samples that were run at the time the qc was out of range and the results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the initially false positive results is unknown. The customer's quality control level one was out of range high and the patients results were reported. No conclusion can be drawn. The instruction for use (IFU) under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance."